Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved no disposable alarm testing and the reported error code was duplicated. The investigation found that the hub gear was loose, which may have been a potential cause of the reported error. The loose hub gear was reconnected. The manufacturing DHR was reviewed and there were no defects found with this device and no rework performed. There were no related issues found in the review of the service records for this device.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 41622 during testing. There was no patient, or clinician injury associated with this event.